Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a knee arthroscopy surgical procedure it was observed that the vapr s90 4.0mm w/integr hdp -ea device coolpulse suction was not working. The procedure was completed successfully. There was no delay in the procedure reported. No fragments generated. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device shows signs of use. Device was sent to the supplier for further evaluation. Manufacturing investigation results for vapr s90 4.0mm w/integr hdp -ea: the device was not received in original packaging, carton only. Tip components condition is used, tissue debris inside the active tip and around the ceramic. Handle assembly condition is used, no misuse. Cable and plug assembly condition is used, no misuse. Procedural residue visible in suction tube. Electrical checks: the device passed all parameters. Functional checks: the device failed the flow rate test before and after activation. During the investigation, the device failed pre and post activation flow rate testing, with flow rates of 124ml/min and 129ml/min respectively. This level of flow rate can be evidenced by the amount of residue on the active tip and inside the suction port, as well as residue being noted inside. The blockage was likely caused by a buildup of tissue debris at the distal end of the device. The customer complaint is substantiated. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained device issue. Based on the investigation findings, the potential is traced to procedural variables, such handling of the device or product interaction during procedure; as per IFU do not allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.